Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) battery depleted in (B)(6) 2017. They had the battery tested by their healthcare provider (hcp), and it was verified that it had depleted. The patient stated that they had been sick and in and out of the hospital since (B)(6) 2017, since their device was no longer providing therapy. It was noted that they patient lost (B)(6) lbs. The patient was looking for a hcp to replace the ins. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the event had not been resolved yet. No further complications were reported/anticipated.